Event description:
E-mail received from the codman vp - medical affairs informed that: "we have a valve that is going to explanted tomorrow. We need to make sure the valve is returned to us. The complaint is that there is a distal occlusion, requiring a revision. Surgeon from (B)(6) will be replacing certas with strata. A shuntogram was done monday and showed contrast flow back to the valve (per patient¿s husband) but contrast would not get past valve. In addition, patients husband reported that about 4 months ago (he was not certain of exact time) his wife¿s symptoms worsened, prompting an MRI. Following MRI, valve setting was queried, and was noted to have changed from the prior setting of 3 to 4. Valve was reprogrammed back to 3. About 1 month ago, valve was checked again, and was found again to be at setting 4. No further exposure to MRI had occurred. Valve was again reprogrammed back to 3. When patient returned again monday for re-evaluation, patient¿s valve setting was still at 3 as intended, but shunt was not flowing. I encouraged patient¿s husband to be sure to have dr. Send valve back. However, we need to call him or have a rep present to make sure he knows to preserve and send valve back to us, as well as report on whether occlusion was noted in the distal catheter". Additional information received from the codman - vp on (B)(6) 2014. Valve was implanted two years ago in utah. The surgeon that is explanting the valve is not the one that implanted it two years ago. On (B)(6) 2014, the sales rep. Informed that the valve was implanted approximately two years ago, but the date is unknown.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that the r&d engineering department performed this evaluation. During evaluation the following observations were noted: visual inspection (naked eye + magnification): no visual evidence of debris inside the valve. Valve patency (initial priming): unable to prime, ball and seat valve stuck closed. Stuck ball and seat is not uncommon in dried, sterilized valves. In this case it is likely due to processing as opposed to clinical condition. Twenty four (24) hr hydration: a small bore needle was used to add distilled water to the reservoir and allow air to evacuate through the same barb, this hydrated the ball and seat from the reservoir side. Fluid was present in the valve mechanism when received so the ball and seat was also hydrated from the internal side. Second priming: after 24 hours the valve was easily (minimal pressure required) primed with distilled water. 10 cc distilled water were pushed through the valve and the effluent was passed through a 0.2um filter. One particle was visible on the filter, source unknown. Particle was too small to be able to fully occlude even the siphonguard secondary pathway. Even if it was, fluid could still flow through the primary pathway so this is not consistent with the complaint description. Adjustment capability: no failures in 3 trials of (B)(4)(i.e. Adjustment to/from all adjacent settings) the following lift failures were observed in 3 trials of (B)(4) performed with incorrect technique (tilting adjustment tool): lf 6 to 5, rc resting on tooth; lf 7 to 8, rc resting on tooth; lf 6 to 5, rc resting on tooth. No failures observed when valve adjusted with correct technique but may have propensity to remain lifted when incorrect adjustment technique used. No failures occurring between settings 3 and 4 (complaint settings). Additional testing of settings 3 and 4: 10 additional trials adjusting from setting 3 to 4 to 3 were executed with incorrect (tilt) technique and no failures occurred. Ten additional trials adjusting from setting 3 to 4 to 3 were executed with intentional under rotation of the adjustment tool (more likely to drop on tooth with this technique) ¿ 2 lfs observed in 10 trials, booth resting on tooth. Unfortunately, we did not identify an assignable cause for the contrast not flowing through the valve. Regarding the setting change, the chain of events described in the complaint leads me to speculate that the perceived setting change may actually have been an incorrect indication or adjustment. That being said, the valve may have increased propensity for lift failure but only when inappropriate adjustment techniques are used. Device lot number was not available / provided by the customer; therefore, the device lot history records review could not be performed, and manufacturing date is unknown. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.